Event description:
The customer stated that one patient generated a false non-reactive result with the axsym anti-hcv assay. This issue occurred a few weeks ago when the patient generated an axsym anti-hcv assay result of reactive that confirmed as reactive by another methodology (riba). A new sample was drawn from this patient and generated a non-reactive result. The customer could not provide any further information. There is no impact to patient management reported.

Manufacturer narrative:
A review of patient sample storage conditions at this customer site found that some patient samples are stored at room temperature for 12 hours before they are tested. The abbott customer technical advocate reviewed the axsym analyzer's message history log and found some level sense errors had been generated. An abbott field service representative (fsr) cleaned and adjusted the sample probe arm assembly and the fmi (bulk solutions) pump to resolve the issue. The fsr performed verification tests after the service was performed. Subsequent instrument operations and test results were acceptable.the axsym system operation manual (list no. 9a26-06), and the axsym anti-hcv package insert 34-4979/r6 were reviewed and were found to contain the appropriate information on specimen collection and preparation, cautions and limitations of the procedure and instrument operations.a complaint and service history review found no additional instances of axsym plus generating inconsistent results since the fsr serviced the analyzer on 07/24/09.a malfunction of the axsym analyzer was identified. The investigation indicated inconsistent patient results were most likely caused by a malfunctioning sample probe arm assembly and fmi pump. The improper storage temperature of the patient samples could also have contributed to the inconsistent results generation. The actual cause of the inconsistent results generation could not be determined with the available information. The axsym plus analyzer has not generated inconsistent results since the fsr cleaned and adjusted the sample probe arm assembly and the fmi pump. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer, the sample probe arm assembly, or the fmi pump related to the issue under investigation. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other: an investigation is in process.